Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that no performance issue was noted with the ipg.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experience symptomatic bradycardia, below the lower rate of the implantable pulse generator (ipg). The ipg remains in use. No further patient complications have been reported as a result of this event.